Manufacturer narrative:
The reported events of premature discharge of battery and no output were confirmed. As received, the device output and telemetry were not available. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely, and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that patient presented in clinic with slow heartbeat of 30 beats per minute, symptomatic of bradycardia. The pacemaker was reported to be premature depleted and not providing low voltage output. The patient nearly died as a result. The reported device was explanted and replaced on 15 feb 2024. The patient was stable post procedure.